Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. If there is any further relevant info received, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary treatment procedure, a drug eluting stent was implanted instead of a bare metal stent. The target lesion was located in the ostial right coronary artery (rca). The physician requested a "liberte" stent and the assistant went to the shelf and looked for a "liberte" stent. An unspecified taxus liberte' stent was retrieved by the assistant from the shelf. The taxus liberte' stent was deployed in the pt and that is when the physician realized the mistake. The physician and the assistant were aware of the name change from liberte' bare metal stent to veriflex bare metal stent. Prior to the procedure, the pt was treated with lorazepam. During the procedure, the pt was treated with fentanyl, versed, angiomax and nitroglycerin. Post procedure, the pt was administered 60mg plavix. The pt was not known to have allergies to stainless steel, contra-indications to anti-platelet or anti-coagulation therapy or any concurrent medications that would interact with the stent drug or clopidogrel. The pt's condition was stable and no complications were reported.